Event description:
It was reported that the patient underwent an unspecified surgical procedure where rhbmp-2/acs was placed in her back along with a cage. Since the surgery, the patient has been experiencing abnormal heart beating, a rise in blood pressure, and a breakout of hives all over her body. Reportedly the surgeon, the patient's primary care physician, and an allergist have diagnosed her with an allergic reaction to bmp.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013: patient got admitted with the following pre-op diagnosis: lumbago, post-laminectomy syndrome (lumbar region), thoracic or lumbosacral neuritis or radiculitis, spinal stenosis, intervertebral lumbar disc disorder with myelopathy. Patient underwent in two stages: stage 1: l4-s1 anterior lumbar interbody fusion (alif) and bone marrow aspiration. Stage 2: l4-s1 posterior spinal fusion and instrumentation per op-notes, "the ldr cage was opened on the back table and packed with bone marrow aspiration, as well as the rhbmp-2/acs. We then packed the l4-l5 and l5-s1 facet joints, as well as posterolateral area using the remaining of the rhbmp-2/acs."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.